Manufacturer narrative:
Unit p-cap/reservoir locked properly in place and passed displacement test and selftest. Unit received with cracked keypad overlay and corroded electronic assemblies. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Information received by medtronic indicated that the insulin pump's display screen has water under the screen. The customer stated a crack on the center button also self test passed. That no harm requiring medical intervention was reported. The insulin pump was returned for analysis.